Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing and episodes of automatic mode switching was observed on the right atrial lead. Lead provocation testing was performed and the noise was unable to be reproduced. The device was reprogrammed to resolve the event and the patient was in stable condition.